Event description:
It was reported an issue with pressure sensor of syringe modules. The customer noted that the pressure sensors have "damage when there are no observable signs of physical damage." The customer added that the hospital also does not use the pressure sensing disc, but they have had to replace a number of the pressure sensors on the syringe modules." The feedback was provided to the bd representative during their site visit. No further information was provided. There was no reported patient involvement as it was general feedback related to hospital's biomed repair activities.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Correction : please note that the investigation was performed only on the components (pressure sensors syringe), as these were the only samples provided by the customer. Omit : a26 - insufficient information (3190), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an issue with pressure sensor of syringe modules. The customer noted that the pressure sensors have "damage when there are no observable signs of physical damage." The customer added that the hospital also does not use the pressure sensing disc, but they have had to replace a number of the pressure sensors on the syringe modules." The feedback was provided to the bd representative during their site visit. No further information was provided. There was no reported patient involvement as it was general feedback related to hospital's biomed repair activities.

Event description:
It was reported an issue with pressure sensor of syringe modules. The customer noted that the pressure sensors have "damage when there are no observable signs of physical damage." The customer added that the hospital also does not use the pressure sensing disc, but they have had to replace a number of the pressure sensors on the syringe modules." The feedback was provided to the bd representative during their site visit. No further information was provided. There was no reported patient involvement as it was general feedback related to hospital's biomed repair activities.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.